Manufacturer narrative:
The insulin pump was received with no blank display noted. The insulin pump had normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 185 mg/dl. The customer stated the pump alarm after battery change. The customer has not received multiple battery alarms when batteries are out of the pump for less than one minute. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. The customer was advised to clean battery cap with a dry cotton swab and wait 5 seconds before inserting new battery. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer state that there is crack on the screen. Customer stated she dropped it and fell off the clip. Customer was advised that the device would be replaced.